Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005988 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6005988 was manufactured according to the wi version 17 packaged the multivac mv10, on 12/mar/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4b03511 was glued according to the wi version 14, machine lc02, with a total of (B)(4) units. The lot 4a02417 was glued according to the wi version 13, machine lc01, with a total of (B)(4) units. The lot 3l03557 was glued according to the wi version 13, machine lc02, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 06/feb/2025 against malfunction code idd-pmc02.03 and lot 6005988 and no other complaint has been registered in database for the same lot 6005988 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leaking from quick release in infusion set on (B)(6) 2024 . The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6).